Event description:
It was reported that the battery reamer/drill device was overheating. It was unknown if the device was used in surgery. It was unknown if there were any delays in the surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was not reported that there was any medical interventions or prolonged hospitalizations. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the manufacturer location was documented as (B)(6) in the initial report. The location has been updated to (B)(6). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to ball bearings or electronic control unit (ecu) failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
: As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.